Event description:
Related manufacturer reference number: 1627487-2022-03445. It was reported that during an elective lead replacement procedure on (B)(6) 2022 to replace the 3286 lead for a MRI compatible lead when trying to remove the 3286 lead the 3186 lead that was implanted was also pulled down. Hence, the physician decided to explant both leads. However, during the removal the leads became lodged and portion of the leads were left implanted. As such, additional surgical intervention took place on (B)(6) 2022 wherein the remaining portions of the leads were removed and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.